Event description:
It was reported that the log file displayed transient low voltage/ no external power alarms on 03sep2022 while tethered on the mobile power unit (mpu). This was caused by the power to the mpu being briefly interrupted.

Manufacturer narrative:
Device serial number was requested but not provided. Manufacturer's investigation conclusion: the reported event of low voltage and no external power alarms was confirmed via log file analysis. A review of the log file contained data spanning approximately 37 days (7aug22 ¿ 13sep22 per timestamp). On 3sep22 at 6:40:14, while connected to the mobile power unit (mpu), the low voltage hazard alarm activated. This alarm transitioned into a no external power alarm at 6:40:14 due to both white and black lead voltages diminishing from ~12.5 v to ~2.6 v. This was consistent with a loss of ac power. The alarm cleared after power was restored to the mpu. The backup battery was able to provide power to the system during this event. Pump operation was not affected and no other notable alarms were active in the log file. The heartmate mobile power unit (s/n: unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate iii instructions for use, ¿alarms and troubleshooting¿ and heartmate iii patient handbook, ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, power cable disconnect, and low voltage alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of low voltage and no external power alarms was confirmed via log file analysis. A review of the log file contained data spanning approximately 37 days (7aug22 ¿ 13sep22 per timestamp). On 3sep22 at 6:40:14, while connected to the mobile power unit (mpu), the low voltage hazard alarm activated. This alarm transitioned into a no external power alarm at 6:40:14 due to both white and black lead voltages diminishing from ~12.5 v to ~2.6 v. This was consistent with a loss of ac power. The alarm cleared after power was restored to the mpu. The backup battery was able to provide power to the system during this event. Pump operation was not affected, and no other notable alarms were active in the log file. The heartmate mobile power unit (s/n: unknown) was not returned for analysis. Per the provided information, the patient was tethered to a power module due to having a short to shield and only being able to be tethered with an ungrounded cable; however, per review of the log file the patient was connected to the mobile power unit at the time of the event. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. D, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, power cable disconnect, and low voltage alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed due to the serial number of the mobile power unit being unknown. No further information was provided. The manufacturer is closing the file on this event.